Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, head, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05036, 0001825034 - 2018 - 05037, 0001825034 - 2018 - 05038.

Event description:
It was reported that approximately 3 months post implantation, the patient had presented with a non-healing wound with a 1 cm gap. Patient underwent a wound revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of operative notes dated 22 sep 2016 confirm that the patient underwent revision of the right hip wound, approximately 3 months post primary right total hip arthroplasty, for wound dehiscence/non healing surgical site wound. The area was open 1 cm in size. Op note discusses excising the distal nonhealing area of the wound, irrigating, and reclosure. No abnormal findings or complications were noted. Intraop xrays showed all components in satisfactory position and alignment. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.